Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient noticed insulin leaking from the pod while wearing the pod less than 1 hour. After realizing the leaking, the patient found the cannula did not deploy during the activation process. The pink slide did not move forward. The cannula was not visible when removed.